Manufacturer narrative:
Suspect lot# review: a review of lot# 3200413 showed (B)(4) units were manufactured, tested, inspected and released in february 2016 citing no anomalies. Device not returned.

Event description:
Complaint received regarding one 011-ch3589, 169cm pur yellow smallbore ext. Set w/nanoclave 4-way stopcock, rotating luer w/filter cap and drop-in spiros, suspect lot# 3200413 (mfd. 02/2016). Report states; "during infusion, chemotherapy began to sink to the level of a connection." Unprotected chemo exposure reported but cleaned per hospital protocol. No serious adverse patient consequences reported.

Manufacturer narrative:
Suspect lot# review: a review of lot# 3200413 showed (B)(4) units were manufactured, tested, inspected and released in february 2016 citing no anomalies. Receipt analysis: 7/28/2016 - received one 011-ch3569, 169cm pur yellow smallbore ext. Set w/nanoclave 4-way stopcock, rotating luer w/filter cap and drop-in spiros, suspect lot# 3200413. A leak was observed at the bonding site of the male luer from the stopcock and the female luer of the yellow tubing. Functional/performance testing: the 011-ch3569 device was primed with water and then leak tested. Water leaked at the bonded connection between the wingless female luer and the stopcock at 4 psig. Analysis summary: the reported product problem for leakage was confirmed. The leakage was found at the wingless female luer/stopcock bond. There is a channel leak at the bonded connection. The bonding method/application was analyzed and has been improved/implementated august 2016.

Event description:
Complaint received regarding one 011-ch3589, 169cm pur yellow smallbore ext. Set w/nanoclave 4-way stopcock, rotating luer w/filter cap and drop-in spiros, suspect lot# 3200413 (mfd. 02/2016). Report states; "during infusion, chemotherapy began to sink to the level of a connection." Unprotected chemo exposure reported but cleaned per hospital protocol. No serious adverse patient consequences reported.